Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump and cannot clear it. Customer took the battery out and put it back in. Customer was programming a bolus but the pump would not do anything. Within a few minutes, it started alarming and saying button error. Customer's blood glucose was 130 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had intermittent act button response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.